Event description:
It was reported that during a gastric sleeve procedure, the trocar leaked. Two more were opened and used and they leaked as well. Another like device was used to complete the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.